Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) unit had an internal air leak. There was no harm reported to the patient.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked for safety disk leaks. In order to fix the issue, the fse replaced the safety disk assy (0997-00-0985-15). The fse then stated that the unit's performance returned to normal. All functional and safety checks were then performed to meet factory specifications and the unit returned to the customer and was cleared for clinical use.

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) was indicating an air leakage in the iabp loop. There was no harm reported to the patient.